Manufacturer narrative:
Our inspection found nothing in it's investigation. Quality control tested it for 30 minutes and it was heating and working properly with no shocking issues.

Event description:
Pad is reported to be shocking her.